Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown ob-gyn procedure on (B)(6) 2018 and suture was used. During the procedure, the suture was easily detached from the needle during suturing. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). A detached needle, an used suture and one empty opened foil were returned for analysis. During the visual inspection of the needle, the swage and attachment area were as expected. The barrel hole no present suture remnant. In addition, body fluids were noted and marks on the needle appears to be by use of a surgical instrument. The suture was examined and present body fluids and a correct insertion mark. The force used to detach needle from the suture could not be determined. Per the condition of the sample, was suggest an improper handling of the sample since, the closure of the channel needle and the insertion end were correct.